Event description:
It was reported that the patient was presented in clinic for follow-up, rv lead dislodgement was noted. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.